Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) failed to convert after maxing out the therapy. The patient was shocked externally and all was appropriate. Additional information was obtained from the field representative indicating that therapy was exhausted and no reprogramming was done but the patient's medication was changed. This crt-d remains in service. No additional adverse patient effects were reported.